Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn, foreign material on lens surface (residue on lens) and the haptic torn piece is missing. (B)(4).

Manufacturer narrative:
Patient ID: (B)(6). This product is manufactured in the u.s. But not marketed in the u.s. Patient code : no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.5/088 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens wasexchanged for a shorter lens due to excessive vault. The problem was resolved.